Manufacturer narrative:
Received additional information stating that the pump still turns on when plugged into a power source. It was indicated that the customer has a back up method for continued insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. It was not confirmed if the pump still turns on when plugged into a power source. Contact did not plug the pump into a power source. Customer's blood glucose level was not impacted.